Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose. Customer¿s blood glucose level was 45 mg/dl. The customer's blood glucose at the night before was 320 mg/dl. The customer stated that battery cap was damaged. The customer was treated with the glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot(p).